Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit alarmed motor error during rewind due to motor with high current draw. Was unable to perform displacement test due to motor anomaly. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm after receiving a message stating that buttons were pressed for more than three minutes. Customer states that insulin pump was making a noise and vibrated. Customer reported of being at the beach but insulin pump did not get wet. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.